Manufacturer narrative:
The technician found the brake and brake/steer casters would lock but would roll a little when in brake. He replaced both casters to repair the bed.

Event description:
Information rec'd indicates the brakes are not working.